Manufacturer narrative:
Date of event is estimated

Event description:
It was reported the patient lost effective coverage due to both s1 drg lead had migrated and right drg t12 lead was fractured. It was confirmed via x-ray. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicate the left t12 lead was also explanted and replaced due to ineffective stimulation.